Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part: 280.150s, lot: 9940481. Manufacturing location: (B)(4), release to warehouse date: may 11, 2016, expiry date: apr 01, 2026. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Upon visual inspection of the complaint device it can be seen that on the distal end of the device is deformed from use, thus confirming the complaint description. Furthermore, the part has also some dents visible at the thread, otherwise it is in a good condition. During investigation the diameter 7.90 0/-0.05mm got measured with the micrometer. The measure result failed (specification 8.16mm), based on the already mentioned deformation. The exact reason for this occurrence could not be determined. It can be assumed that the excessive force led to this damage or/and that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a dynamic hip screw surgery. During the surgery, it was noted that a plate would not slide over the dhs/dcs lag screw on insertion as it should and usually does. There was no issue with loading the dhs/dcs lag screw onto the insertion device before the attempt to insert it. The dhs/dcs lag screw was inserted and the issue was detected only when it was time to slide the plate over. The procedure was delayed for approximately five (5) minutes. This is the time it took to realize that the dhs/dcs lag screw was the reason that the unknown plate could not get in and the decision was made by the surgeon to open another screw that had same reference numbers, with different lot numbers. The plate would not fit over the first dhs/dcs lag screw, but fit easily over the second lag screw opened. The procedure was completed successfully as the plate was inserted with the use of a second screw of the same product. There was no adverse event to the patient. This report is for one (1) dhs/dcs lag screw. This is report 1 of 2 for (B)(4).